Manufacturer narrative:
Manufacturer's report date 4/29/1998. The pump was returned and complete visual and functional testing was performed. The pump was found to have the air in line threshold set at 500 microliters. The pump's air in line arm and transmitter were noted to have contamination present when received. Air in line testing was performed at different parameters and different size bubbles injected. The pump alarmed and detected the presence of air and alarmed accordingly. There was no fault found with the pump. The MFR was unable to determine the cause for the reported air in line. The pump was sent through routine servicing and returned to the customer.

Event description:
The bag emptied and air was noted in the line near the pt. There was no resultant pt complication.